Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 725 mg/dl at the time of incident. The customer's blood glucose was 292 mg/dl at the time of call. The nurse stated that the customer was nauseous, vomiting and disoriented. The nurse stated that the customer was given manual injection to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse also reported that the insulin pump had no delivery alarm and was resolved. The reservoir will not be returned for analysis.